Event description:
The device was not used during a surgical procedure. It was reported by the rep. They opened the new dcs12 to find a crack at the jaws, end of shaft. The scissors were protruding through insulation. The product was not used. There was no consequence to the pt.